Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device, since they were enrolled in remote monitoring. During the routine device check, all lead measurements were within normal limits and the battery status was good. Technical services reviewed the available data in the remote monitoring system and noted the non-boston scientific right atrial (ra) lead pacing impedance measurements had been high, out-of-range at times. The field representative confirmed the clinic had been monitoring the ra lead impedances and did not bring the patient in as the issue was well known, so the device was not interrogated with a programmer to turn off the beeping. No adverse patient effects were reported. The device remains implanted and in service. The ICD had a remaining longevity of 1.5 years and the ra lead would be re-evaluated at the device replacement procedure.